Manufacturer narrative:
Inspection of the device found no issues that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. A leak was observed in the exposed portion of the soft cannula. The cannula was found to be punctured by the tip of the formed needle at the site of the leak. It could not be determined how or when this damage occurred. Timeouts were seen in the device data but no drive stall occurred. Inspection of the drive mechanism found no issues that would contribute to timeouts. The cause of the timeouts could not be determined. The data shows that device corrected itself from the timeouts.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 21.7 mmol/l (390.6 mg/dl). The pod was worn between 4 and 24 hours on the leg. It was noted that the cannula dislodged from the site. Hyperglycemia treated with a new pod and correctional bolus.